Event description:
A consumer reported experiencing stomach pain and nausea, which happened often and for a while. She did not think her food was being digested because she was having ¿bad bowel movements.¿ the consumer noted her stomach swelled and was taking medication for nausea. She noted she could ¿feel the machine¿ inside of her and thought the implant was ¿going bad.¿ the consumer had not had the device checked in about six years. Indication for use included gastric stimulation.

Event description:
Additional information received from the consumer reported that since (B)(6) 2016 she felt pain where the implant was. She noted she needed a doctor to check her device because she felt the battery was depleted. Further information received form the consumer reported that her doctor was requesting her medical records and would not schedule an appointment with her until they come in. She was about the same as she was back on (B)(6) 2016 and was pretty sure she was going to need a new battery. She indicated that she would call the doctors if she did not get any answer or appointment by (B)(6). Further information received from the consumer reported she could hardly eat, and was having a lot of pain in the left side of her stomach where the stimulator was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.